Event description:
A customer reported that, the unit of measurement setting of their freestyle flash meter had changed. The customer experienced insulin shock 3 times due to mistreatment based on the incorrect readings. The customer went to hospital as he felt unwell. The hospital did not notice that his meter was set with the wrong unit of measure. The customer did not observe any error messages, no other settings changed. The meter is one where the customer could inadvertently change the units of measurement.

Manufacturer narrative:
This is an initial report. A follow up report will be submitted if the customer's meter is received.